Event description:
--

Event description:
Information was later received that this device was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this device had reached elective replacement indicator (eri). The last device check confirmed that the device was functioning appropriately and the patient was in atrial flutter. There were no logged events since the previous visit. Eri was reached with a battery voltage of 2.65 volts due to a charge time of 23.8 seconds. A changeout procedure was scheduled. No adverse patient effects were reported.